Event description:
It was reported by customer's wife, pamela that the insulin pump is broken. Caller stated that the insulin pump is not delivering the basal and bolus, customer is running high blood glucose. This issue has been happening for three weeks. Caller requesting a replacement insulin pump. The rewind process is really slow as well. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.